Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge decreased to 60 units and then increased to 85 units. Blood glucose level was 335 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.